Manufacturer narrative:
Unit powered up after battery installation. No blank display noted however, pump received with missing segments due to cracked lcd zebra connector. Unable to perform the displacement test due to missing segments. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported via phone call, that the customer's insulin pump had a blank display. Customer's blood glucose level at the time 165 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.